Manufacturer narrative:
Section updated to include the event date.

Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. It was reported that the device is not expected to be returned. The event date, lot number and initial reporter last name are unknown at the time of this report. If there is any further relevant information, a follow-up medwatch report will be filed.

Event description:
Please note: this report pertains to the second wire/second case. Medwatch report 2126666-2017-00018 captures the first wire/first case. Case was ureteroscopy (B)(4) straight stiff zipwire in two cases recently has noticed that coating was peeling on wire and flaked off into the bladder. They do not know what lot numbers were used.